Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The article was written by keith r. Berend, amer j. Mirza, michael j. Morris and adolph v. Lombardi, jr. Device location unknown.

Event description:
Information was received based on review of a journal article titled; "risk of periprosthetic fractures with direct anterior primary total hip arthroplasty" which aimed to investigate the incidence of early perioprosthetic fractures associated with primary total hip arthroplasty performed using the anterior supine intramuscular approach without the use of a specialized table and to identify potential risks for these fractures. In this study 2869 hips that underwent a primary tha between february 2007 and april 2014 performed using the asi approach by three surgeons. A single cementless, tapered titanium femoral component with both short and standard lengths were used; taperloc. This represents 58% of primary thas performed during this study. 72 procedures using asi approach with other stem designs and 2027 thas were performed via direct lateral approach with taperloc stems used in 1800 and the other designs used in 227. Fifty-two percent were females and 48% were male. The average age was 63 years and the average bmi was 30.1 kg/m. The primary diagnosis was osteoarthritis in 93% and the remaining 7% was made up of various diagnoses. Records were reviewed for incidence of periprosthetic fracture and failed tha were compared with non-failures to determine risk factors. Patients were identified in the article that underwent a total hip arthroplasty on an unknown date. Subsequently, there were 23 early periprosthetic fractures which required revision surgery at an average of 35 days post-operative. There has been no further information provided and the patient outcome is unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. Concomitant medical products - unknown femoral head, catalog#: ni lot#: ni, unknown acetabular cup, catalog#: ni lot#: ni, unknown acetabular liner, catalog#: ni, lot#: ni.